Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were removed. The patient was doing well postoperatively. The explanted device components were retained by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date of procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).